Manufacturer narrative:
The reported event of no ipg stimulation was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Event date is estimated.

Event description:
It was reported that patient lost stimulation in (B)(6) 2019. The implantable pulse generator (ipg) was unable to communicate with external devices. It is undetermined if the ipg exhibited normal or premature depletion. As a result, the ipg was explanted, and a new device was implanted to resolve the issue. There were no complications during the procedure. Patient was stable.